Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose level was displayed as "low" during the incident; however, a specific value was not provided. Hospital staff administered d50 due to customer being in hospital for surgery at the time. Customer did not lose consciousness and no injury occurred. Technical support clarified the function of control-iq system to caller, and caller acknowledged pump was functioning as intended. Cause of the low bg was unknown.